Event description:
Pt scheduled for lower lid blepharoplasty. During procedure, there was an "arc" from the cautery tip. There was add'l cautery to tissue that needed to be removed. It is unk at this time if the surgical outcome was affected.